Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of 211 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report (06/08/2009) was received. It was noted that the device was not explanted, therefore, not available for evaluation; however, the cause of death could not be learned from the information provided. A device history record review is in process. Device not returned.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.8 months, due to unknown reasons. It is unknown if the event was device related. Per the operative report (06/08/2009), the "patient tolerated the procedure well and was transferred to cvicu in satisfactory condition."